Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the device¿s seal was disengaged and damaged. It was also stated that air or gas leaked from the seal. They used a new device to complete the case. There was no patient injury.